Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp) due to the prosthesis was not functioning. The specific issue was not provided. The previous cylinders and pump were removed and replaced. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.